Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for lead revision. The left ventricular lead had dislodged. The lead was explanted and replaced with a competitive lead. No further information was available.